Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified depressed battery contact pins which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'keeps shutting off' which was reproduced. Evaluation found the device to power off without user input while running on direct current power due to depressed battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept shutting off. There was no patient involvement. No additional information is available.